Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2016 with the following findings: a review of the black box data showed reboots starting on 11/24/2015. A visual inspection of the pump showed that the battery compartment was intact. The returned battery cap had damaged threads; however, it was able to fully attach on to the pump. The pump was exercised for 24 hours with no power loss. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. Reportedly, the battery cap was gritty, worn at the top, and had stripped threads. The cap was unable to tighten on to the pump and the battery compartment was allegedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.